Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting ilet, with glucose rising above 300 mg/dl following a meal announcement, persisting despite an infusion site change, disconnecting ilet, administering a subcutaneous insulin injection by pen, and later reconnecting the device; the device was subsequently disconnected per clinical direction, with no device alerts or alarms reported. Symptoms included nausea, vomiting, feeling unwell, and small ketones. Outcomes included the need for clinical guidance and temporary discontinuation of ilet, with continued insulin therapy via subcutaneous injection. Investigation included review of user-reported glucose trends, infusion site change, and corrective actions, along with internal regulatory case documentation. Investigation of this case revealed persistent hyperglycemia of unclear cause without evidence of device alarm or confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear and that the event was managed through site change, manual insulin dosing, and temporary device discontinuation.